Manufacturer narrative:
As reported, during an interventional endovascular procedure, an attempt was made, after pre-dilation (with a 6x4 unknown balloon catheter/bc), to deliver the 80 cm. Smart control 14 x 40 stent delivery system (sds) to the intended target lesion. However, the stent caught on the lesion calcification and did not cross. The product was removed and the lesion was pre-dilated again using an 8 x 4 bc. Another attempt was made to deliver the smart control stent to the lesion but was again unsuccessful. After several times of attempts to insert it back and forth, the outer shaft of the delivery system slid and the distal end of the stent was exposed slightly. Therefore it was removed from the patient. This procedure finished with only balloon angioplasty only (poba) due to the stent delivery difficulty. The target lesion was the left common iliac artery. The lesion was reported to be: calcified. There was no reported patient injury. Additional information received indicated that access for the procedure was from the left femoral artery. The target lesion was reported to be severely calcified, moderately tortuous, a ninety percent (90%) stenosis, and was not a chronic total occlusion (cto). No patient information was provided. The approach for the procedure was ipsilateral and retrograde. About two (2) cm of the stent was reported to have been exposed. The product was discarded and is not available for inspection. There was no other product issue noted at the account after the procedure. The product was stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly per the IFU with no problems noted during preparation. No additional information is available. The product was not returned for analysis. A review of the device history record of lot 17627388 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the customer ¿stent delivery system (sds) - deployment difficulty - partial deployment¿ reported by the customer could not be confirmed as the product was not returned for analysis. The cause could not be conclusively determined. However, vessel characteristics of severe calcification, tortuosity and increased stenosis may have contributed to the reported event. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the instructions for use (IFU) were not followed correctly. ¿holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment jumping while the locking pin is still in.¿ with the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional endovascular procedure, an attempt was made after pre-dilation (with a 6x4 unknown balloon catheter/bc) to deliver the 80 cm. Smart control 14 x 40 stent delivery system (sds) to the intended target lesion but got caught on the lesion calcification and did not cross. The product was removed and the lesion was pre-dilated again using an 8 x 4 bc. Another attempt was made to deliver the smart control stent to the lesion but was again unsuccessful. After several times of attempts to insert it back and forth, the outer shaft of the delivery system slid and the distal end of the stent was exposed slightly. Therefore it was removed from the patient. This procedure finished with only balloon angioplasty only (poba) due to the stent delivery difficulty. The target lesion was the iliac artery. The lesion was reported to be: calcified. There was no reported patient injury. Additional information received indicated that the target lesion was the left femoral artery. The lesion was reported to be: severely calcified, moderately tortuous, a ninety percent (90%) stenosis, and was not a chronic total occlusion (cto). No patient information was provided. The approach for the procedure was ipsilateral and retrograde. About two (2) cm. Of the stent was reported to have been exposed. The product was discarded and is not available for inspection. There was no other product issue noted at the account after the procedure. The product was stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly per the IFU with no problems noted during preparation. No additional information is available.